Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "baker grade 3 capsule" and "I am extremely upset and will not be having replacement implants as a result psychological stress this has caused me". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed an opening and creases were observed completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d6b, d9, g2, h3, h6.

Event description:
Patient reported left side "capsular contracture baker grade iii" and "I am extremely upset and will not be having replacement implants as a result psychological stress this has caused me". Healthcare professional later reported "capsular contracture baker grade iii". Device has been explanted.